Event description:
It was reported that the user programmed a bolus with the otp meter remote (mr) and the mr was seen to count down the units it was delivering. The reporter stated that the bolus history was reviewed at a later time and the bolus was not recorded. The reporter said that the mr did not deliver any type of communication alarm. It was alleged that this sequence of events occurred on five or six occasions in a two to three week period. The reporter stated that this alleged flaw was only noted for boluses programmed with the mr and not with the pump. The patient's blood glucose reportedly rose to about 300mg/dl on these occasions; no symptoms of hyperglycemia were noted and medical intervention was not required.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The bolus history shows multiple boluses performed with the meter remote, and successful deliveries of these boluses are recorded in the history. The meter remote history records accurately reflect the pump's bolus history. The pump was exercised for 29 hours with no delivery issues occurring. During investigation, the meter remote would not power on appropriately; a test meter was used to complete investigation. The test meter was able to pair with the pump; a 10 unit bolus was programmed from the test meter and was successfully recorded in the pump history. There was no defect found on investigation; the complaint could not be confirmed or duplicated.